Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a sponge. The customer reports that the gauze linted in the patient's wound during a face lift procedure. The patient came back after surgery with puss in the neck. The customer reported the doctor may not notice it during the procedure because he goes in through the neck. In one instance he noticed the fragments due to an incision made in the neck post operation. When the doctor would incise and drain the spot he would pull out a thread. The patients would heal fine once he found the thread and removed it. Per a covidien clinician, the event is more clearly defined as; postop from a facial lift procedure, a patient was noted to have pus located at a surgical entrance site on the neck. The physician found a ¿thread¿ after incising and draining the surgical wound site. No addition medical intervention was required. As a thread was removed from the surgical site, the physician concluded that fragments from gauze used during the surgical procedure get into the surgical site.

Manufacturer narrative:
The complaint report indicated that a returned sample was expected and to date a sample has not been received; however, (2) photos of the reported condition were attached with the complaint. The photos were evaluated for the reported condition. The photos clearly showed linted gauze embedded in the surgery site. The device history record was reviewed for lot # 140001741262x and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported issue. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The exact root cause for the condition reported by the customer could not be determined; however, excessive linting may be caused by an improper edge fold causing raw edges of the gauze to be exposed. The sponges are designed to have the edges folded inward to keep the gauze from fraying or linting. There is a sensor to detect the presence of a fold, however the sensor does not detect if the fold is folded properly or not. Additionally, the manner in which this sponge was used is unknown. If this sponge is opened to a single or double ply, cut edges would be displayed and appear frayed (or linting) as this is a natural characteristic of gauze. This product is sold as a 4x4, 16-ply sponge and it is expected that the customer would use it in that manner. Each auto-bander machine has a sensor that detects if the edge fold is out and this sensor shuts down the machine if the edge fold is out. The sensors are challenged each shift and during preventative maintenance activities. A formal corrective and preventive action (CAPA) has been initiated to address the reported issue. In addition, it is recommended to the customer that the sponge is not intended to be used in a single or double ply as it exposes the edges of the sponge. This issue will be

Event description:
Reviewed during the monthly report out for the factory. No changes to the quality control sampling plans are deemed necessary. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for trending purposes and reviewed with plant management.